Event description:
A small bore feeding tube was placed in this patient using the cortrak enteral feeding tube placement device. Method of placement was consistent with training and policy. Final tracing from cortrak device was consistent with duodenal placement. After obtaining kub and chest x-ray, it was determined that the tube was bronchially placed. Patient was in no distress. The tube was removed. Patient had no physical decompensation of the intubation; however, a small apical pneumothorax was seen on the chest film, which did resolve in approximately 3 days.